Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that the filter was tilted approx. 30-35 degrees. Although the apex was not embedded in the cava wall, it could not be captured in the cone. After several retrieval attempts, imaging showed a filter arm pointing upward within the cava. After another attempt, the filter arm detached and was seen above the filter in the cava. After the final unsuccessful attempt, the detached limb could no longer be seen above the filter. Clot formation was then seen along the wires, snares, and catheter and it was determined that the filter should remain implanted and pt should resume anticoagulation. Before completing the case, the heart and lungs were checked with fluoroscopy and the filter arm was not seen.